Event description:
It is reported that the patient was revised due to wear at the head and stem junction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this component was not removed. Therefore, the initial report should be voided. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-04380. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.